Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is currently unavailable.

Event description:
During arcr the anchor came off. The surgeon reported that the depth of a bone hole was not enough to insert the anchor and the device was impacted in a different direction from the bone hole. By using a backup device, the surgery was completed with a five-minute delay. There was no harm to the patient.

Manufacturer narrative:
The complaint device is not available for a physical evaluation. It was additionally reported that the surgeon had inserted the device into a bone hole even though the hole had been still covered with soft tissues. That was the possible reason why the surgeon inserted the anchor in a wrong direction. The sales rep has provided the instruction of this device to the surgeon. There is no information on whether another bone hole was made or not. The root cause may possibly be attributed to user error. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).